Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. The atrial lead exhibited loss of capture and high impedance. The patient claimed that he was helping a friend move at the time that the out of range measurement were recorded. The physician elected to reprogram the pulse generator.